Event description:
During the itrack advance procedure, intubation of the canal was carried out for five clock hours when the actuator jammed and further advancement was not possible, upon retraction of the catheter, the outer tubing reportedly began stripping, i.e. Tearing of the outer sheath occurred. The surgeon did not report meeting any obstruction inside the canal. The catheter was able to be removed from the canal without any sections of the tubing breaking off. A goniotomy was carried out to finish the procedure.